Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016 patient underwent balloon kyphoplasty for compression fracture. Intra-op, it was found that the product ruptured. The surgeon had to replace a new one to complete the surgery. The product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: model/lot #, device available for evaluation?, report source, if follow-up, what type?, device evaluated by MFR?, evaluation codes. Product analysis: visual review and functional evaluation confirms rupture. Functional analysis (ibt inflation) not possible due to a small linear cut on the proximal portion of the ibt balloon; this is consistent with contact with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.